Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
Discordant advia centaur xp ca 19-9 results with an alternate method were obtained for samples from several patients. The results were greater than 30% difference. Some of the patient samples were repeatd on the advia centaur xp and the results were similar to the initial results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00056 on march 7, 2017. On 04/12/2017 correction: in the initial MDR, the date received by manufacturer was incorrect. The correct date is 02/23/2017. On 04/13/2017 additional information: the customer had another discordant result for a patient sample. The sample recovered 820 u/ml on the advia centaur xp and 6.0 u/ml on the alternate method. After using a heterophilic blocking tube (hbt), the sample recovered ~200 u/ml on advia centaur xp ca19-9 assay. For this patient sample, the customer has confirmed heterophilic antibodies are interfering with the advia centaur ca 19-9 assay. Although the value did not drop to normal, it did decrease by 600 u/ml. As stated in the limitations of procedure section of the hbt insert, "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." The cause for the discordant advia centaur xp ca19-9 results is unknown. It is possible there is some sort of interferent falsely elevating the advia centaur xp ca 19-9 result. Based on the available information, this is a sample specific issue and the advia centaur xp ca 19-9 assay is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur xp ca 19-9 IFU states in the limitations section: "the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."